Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: review of the black box data revealed power on reset records recorded. On examination, the battery compartment was cracked along the side of the pump and below the bumper pad. There was moisture corrosion inside the battery compartment. The battery cap and cartridge cap was not returned with the pump for investigation. Test caps were used to complete the investigation. The pump was powered on and exercised for 24 hours without any power issues occurring. Leak testing revealed moisture leakage into the battery compartment where the battery compartment was cracked. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; damaged battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.